Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Event description:
It was reported that, "broaching for hipstar stem and adapter broke. Used a backup adapter and it broke. Finished surgery with hand impactor broach handle. No delays, no complications."

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). The plunger/needles assembly, anterior cuff, and link material were not returned. Evaluation of the returned device found that the suture was returned complete, free of the device and undamaged with the posterior needle tip attached. The posterior needle tip was engaged with the posterior cuff, which had been ejected from the posterior foot, evidenced by the blow through marks on the posterior foot. There was no detected handle, guide tube, guide, foot, or sheath damage. The posterior cuff was examined and the link had broken from the posterior cuff leaving a small segment within the cuff. A proxy plunger/needle assembly was used to test the needle trajectory. The test was successful with both needles entering their respective foot pocket. Internal inspection of the returned device components found no detected observations indicating any possible restriction to deployment of the suture. Based on the investigation findings, the root cause for the link to cuff detachment could not be determined. No manufacturing or quality issues were detected. A review of the device history record did not produce any findings relevant to this report.